Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on removal of the second black staple load from the trocar, the device had a damaged seal. Another type of device was used to complete the case. There was no patient injury.